Manufacturer narrative:
Investigation summary: one 42293e-0006 product was received for investigation in sealed packaging from lot 20075847. Further information provided by the customer indicates that a complete occlusion was observed on priming of the infusion set; however the exact location of the occlusion could not be determined from the information provided. The product was connected to an infusion bag from bd stock and subjected to a gravity infusion; no occlusions were observed throughout the infusion. The smartsites were then accessed with a 50ml bd plastipak syringe, again no occlusions or flow restrictions were observed throughout testing. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 20075847 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The customer¿s experience was not confirmed in this instance. Testing of the returned samples and a review of the production records did not identify any product defects or quality deviations during assembly. The alleged complaint sample was not available for investigation therefore it was not possible to confirm whether a manufacturing defect may have contributed to the reported occlusion. A review of the customer feedback database indicates that this is an isolated occurrence with no further reports of this nature against the 42293e-0006 product over the past 12 months.

Event description:
It was reported that the bd alaris¿ smartsite¿ gravity set was completely blocked during the priming process. The following information was provided by the initial reporter: "the gravity set is blocked as fluid is not running through". "It was a blockage of the line and not a leakage. This was seen during priming."